Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, it was not possible to unlock the device therefore, no firing. The red security button could not be opened. Opened a new stapler and continued working. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 07/27/2021. D4: batch # u5cv0l. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was received unused while the safety lever was determined to function as expected. However, the attempts to fire the device throughout the firing range were unsuccessful. When the device was disassembled, cracks were observed in the flex circuit conductive traces. It was determined that these cracks prevented the anvil detect circuit from functioning thus preventing the device from firing. No conclusion could be reached as to what may have caused the damage to the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The safety performed without any difficulties noted, the instructions for use do contain the following caution: to fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 07/12/2021. D4: batch # unknown.